Event description:
The operator attempted arteriotomy closure with the perclose a-t (the closer ak) device following an outpatient diagnostic procedure. The reporter stated "the device seemed to function fine." It was reported that they "had to use a little more pressure during insertion, possibly due to scar tissue, but good mark had been obtained." There was no report of difficulties with foot deployment or parking, needle deployment, or knot delivery. The reporter stated an unexpected lack of hemostasis occurred. Compression was held, but a hematoma developed that was approximately the size of an "orange." The hematoma was resolved with compression. Compression was held for a total of 10-15 minutes. The patient's pulses were reported to be unchanged. The patient was discharged home as expected. The reporter stated there was no adverse sequelae to the patient.